Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an air in line error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of air in line error was not reproduced. Due to a reload set error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log (ehl) revealed multiple occurrences of "air-in-line!" Alarms. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of specifications. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.